Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found in the patient's right ventricle (rv). The reason why was unknown. The lead was capturing in the rv and had an exposed helix. There was a note in the programmer that the ra lead was in the rv; however, no further information was available. The lead was surgically capped and a new lead was placed. No additional adverse patient effects were reported.